Manufacturer narrative:
.

Event description:
A slide show was presented by a vns physician titled "experience with vagus nerve stimulation 1995 - 2013." The slide show listed complications as infection: five explanted, cardiac - one asystole, and chest infection. It was also noted that 29 deaths occurred of which 27 had the vns programmed on. It was reported that 10 deaths were epilepsy related (3 unclassified, 5 definite sudep, 2 probable sudep), 17 were not epilepsy-related and 2 were unclear if epilepsy-related. It was also noted that there were 2 patients who experienced an increase in seizures with vns therapy. One patient experienced a - 50% increase and the second a - 50% increase. This MFR. Report houses one of the 29 reported deaths. This patient's death is one of the 27 patients that were receiving device stimulation at the time of death. The relationship of the death to vns is unknown. Attempts to obtain additional information will be made, but no information has been received to date. The other 28 deaths were reported in MFR. Report #s: 1644487-2010-02571, 1644487-2014-00148, 1644487-2014-00149, 1644487-2014-00150, 1644487-2014-00151, 1644487-2014-00152, 1644487-2014-00153, 1644487-2014-00154, 1644487-2014-00155, 1644487-2014-00156, 1644487-2014-00157, 1644487-2014-00158, 1644487-2014-00159, 1644487-2014-00160, 1644487-2014-00161, 1644487-2014-00162, 1644487-2014-00163, 1644487-2014-00164, 1644487-2014-00165, 1644487-2014-00166, 1644487-2014-00167, 1644487-2014-00168, 1644487-2014-00169, 1644487-2014-00170, 1644487-2014-00171, 1644487-2014-00172, 1644487-2014-00173, 1644487-2014-00174. The five infections requiring explant were reported in MFR. Report #s: 1644487-2012-01457, 1644487-2011-01043, 1644487-2011-01059, 1644487-2014-00143, 1644487-2014-00144. The chest infection was reported in MFR. Report #: 1644487-2011-02045. The asystole was reported in MFR. Report #: 1644487-2014-00145. The two increase in seizures were reported in MFR. Report #: 1644487-2014-00190, 1644487-2014-00191.